Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what measures were taken to retrieve the broken piece? Manual search only. Was there any additional tissue damage as a result of searching for the needle piece? No. Does a piece of the needle remain in the patient¿s tissue? Unknown. Per nurse it was less than 1mm of tip, almost unnoticeable to naked eye. Is there any plan in place to remove the needle piece in the future? No. What tissue structure the broken needle was located? Needle was being used to closed skin following mis robotic case. What is the surgeon's opinion of consequences to the patient? Not worried at this point. Please provide the lot number: unknown. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a umbilical hernia repair procedure on (B)(6) 2024 and a suture was used. The needle broke during skin closure. Fragment was not recovered. No x-ray was done. No adverse patient consequences were reported. Additional information was requested.